Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain with essure') in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The patient's medical history included endometrial ablation, menorrhagia and dysmenorrhea. Never had pain prior to essure. Concurrent conditions included multiple sclerosis, seizure and hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, resection of endometriosis, right ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: she has had ablation prior to coils being placed. Physician queried to her what she think was causing her pain: she replied essure. Essure insertion details: the essure was deployed and 3 coils remained inside the endometrial cavity. The left tubal ostium was then identified and cannulated with the essure device with 2 coils remaining after deployment. The procedure was then complete. Estimated blood loss was minimal. Fluid replacement was adequate. The patient tolerated the procedure well and was transferred to the recovery area in stable condition. Final diagnosis : uterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy - nabothian cysts. Proliferative endometrium. Adenomyosis. Right ovarian cyst, cystectomy -follicular cyst. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: unconfirmed. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain". Lot number: 927085, manufacturing date: 2011-12, expiration date:2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain with essure') in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The patient's medical history included endometrial ablation, menorrhagia and dysmenorrhea. Never had pain prior to essure. Concurrent conditions included multiple sclerosis, seizure and hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, resection of endometriosis, right ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: she has had ablation prior to coils being placed. Physician queried to her what she think was causing her pain: she replied essure. Essure insertion details: the essure was deployed and 3 coils remained inside the endometrial cavity. The left tubal ostium was then identified and cannulated with the essure device with 2 coils remaining after deployment. The procedure was then complete. Estimated blood loss was minimal. Fluid replacement was adequate. The patient tolerated the procedure well and was transferred to the recovery area in stable condition. Final diagnosis : uterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy - nabothian cysts. Proliferative endometrium. Adenomyosis. Right ovarian cyst, cystectomy -follicular cyst . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: unconfirmed. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain". Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified event¿ pelvic pain¿. Essure lot number was added. This case was medically confirmed. Patient demographics, medical history, lab data, and reporters were added. On 27-jul-2020: wrong source document attached. On 06-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain with essure') in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, menorrhagia and dysmenorrhea. Never had pain prior to essure. Concurrent conditions included multiple sclerosis, seizure and hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and multiple sclerosis ("multiple sclerosis"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, resection of endometriosis, right ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and multiple sclerosis outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered multiple sclerosis to be related to essure. The reporter commented: she has had ablation prior to coils being placed. Physician queried to her what she think was causing her pain: she replied essure. Essure insertion details: the essure was deployed and 3 coils remained inside the endometrial cavity. The left tubal ostium was then identified and cannulated with the essure device with 2 coils remaining after deployment. The procedure was then complete. Estimated blood loss was minimal. Fluid replacement was adequate. The patient tolerated the procedure well and was transferred to the recovery area in stable condition. Final diagnosis : uterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy - nabothian cysts. Proliferative endometrium. Adenomyosis. Right ovarian cyst, cystectomy -follicular cyst. Discrepancy noted: date(s) of insertion: (B)(6) 2012 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: unconfirmed. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain". Lot number: 927085 manufacturing date: 2011-12 expiration date:2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Reporter's information added. Event:multiple sclerosis was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal.') In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event medical device removal. Event "economic loss" deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.